Event description:
It was reported that the tecnis simplicity eyhance preloaded intraocular lens (iol) was noticed to have a scratch on the lens. There was no patient contact. No medical/surgical intervention required. Another lens of same model and diopter was implanted instead. There was no use error. No further information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 11/6/2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod advanced to the neck of the cartridge. The complaint cartridge was received with stress marks in the cartridge tip; however, these are considered within specification for a used cartridge. Further inspection of the cartridge revealed that there was viscoelastic residue distributed throughout the length of the cartridge, suggesting that an appropriate amount of ovd/bss was used. The lens module was inspected and, no marks that would indicate that the plunger rod advanced incorrectly were identified. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The complaint lens was received coated in viscoelastic residue. The lens was cleaned and, a mark on the center of the optic of the lens could be observed. Conclusion: the complaint issue "cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.